Event description:
Boston scientific rec'd info that during a normal patient f/u one month after a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, it was noted that the upper sternal incision wound for the electrode was opened and the distal tip of the electrode could be observed. A revision was performed and the electrode was cut between the sternal and xiphoid incisions. The distal portion was removed, the cut portion was capped using a transvenous lead cap and the rest of the electrode remains implanted. The associated s-ICD remains implanted as well but deactivated. No add'l adverse patient effects were reported. The patient is being hospitalized and receiving preventative antibiotic treatment until the wound has healed completely. After that time, a new s-ICD system implant will be performed.

Manufacturer narrative:
The portion of the electrode that was cut and removed will not be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.